Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons were harder to press and unresponsive. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump had no delivery alerts and the rewound was noisy. The insulin pump will not be returned for analysis.